Manufacturer narrative:
Cynosure technician inspected laser system and it is working within specification.

Event description:
Patient received a hair removal treatment on their legs and presented with burns and redness. The physician prescribed silvadene cream and reported that the patient is improving.